Event description:
It was reported that the patient presented to emergency room with stroke. Upon examination bacteremia was noted. Vegetation of leads was confirmed as per CT scan done on (B)(6) 2017. The system was explanted on (B)(6) 2017. Replacement of the system was not done. The patient was given antibacterial medication for infection. The patient was stable post procedure.